Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed as no lot information was provided. Additionally, the complaint history review was not performed as no lot information was provided. Based on available information, the reported slda was likely due to challenging patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 11sep2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 1-2. Roughly four months later, patient returned to the hospital and echocardiography showed that one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Causing mr to increase. On (B)(6) 2024, mitral valve replacement was performed.